Manufacturer narrative:
Specific information with regard to the employee's weight was not provided. It was reported that severe hives/ rash occurred on one upper arm of the employee, from wrist to shoulder, when cavicide was used to wipe down counters with cavicide, alternating with another manufacturer's product. In addition to the manufacturer of the products used to wipe down the counters, it was indicated that the complainant was also checking with manufacturer of paper lab coats. A hospital visit led to the use of steroids to treat the symptoms. To date, the symptoms have resolved. The complainant could not be reached for additional information. The facility was called. The facility indicated that they did not know who the complainant is. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation can be conducted. No lot number provided

Event description:
A complainant alleged that an employee had experienced severe hives/ rash on one upper arm when cavicide was used, alternating with another manufacturer's product, to wipe down counters.